Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device check, the date for last measured threshold was present, however, the value of the threshold was missing. Additionally, following radiation therapy, the magnet was removed and this device continued to emit beeping tones. Technical services was consulted and discussed that the patient implanted with this device was considered unprotected from critical therapy. A capacitor reformation was performed and monitoring voltage was 2.57 v with a charge time measurement of 13.1 seconds. Device memory was saved to a disk for further analysis. Disk analysis concluded that a warm reset occurred, resulting in the missing threshold test results. The magnet use was programmed to off, which did not impact the device's tachy detection or therapy settings. The longevity calculator estimated the device lifetime to be approximately eight years from implant. However, due to the magnet switch being stuck an estimated 20%, decrease in remaining longevity may occur. To date, no adverse patient effects were reported as a result of this clinical observation.